Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that safetyglide syringes were clogged (66) or contributed to a needle stick (5) during use. The following was reported by the initial reporter: "it was reported via survey response that the clinicians experienced needlestick injury after patient use after safety mechanism activation (locked over needle) (5), needle clogged (31), unable to aspirate medications (35), needle dull (2)."